Event description:
It was reported that high capture threshold, low pacing impedance, and oversensing were observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and there were no adverse consequences.